Event description:
Caller states the patient tested 5.0 inr on the coaguchek xs system and 7.3 inr on a comparison lab. Caller states that the coumadin dose was decreased based on the 5.0 inr result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that they no longer have any strips left, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.